Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of unable to tighten setscrew was confirmed in the laboratory. The upper part of both the ventricular and atrial hex inset was stripped and excessive medical adhesive was found inside both the ventricular and atrial hex inset. The atrial setscrew could be retracted and re-tightened after the medical adhesive was removed. The excessive medical adhesive was added during manufacturing.

Event description:
It was reported that during a device replacement, a failure was detected with the screws. The physician believed that the screws were loose since implant since the screws could not be fastened. While trying to retract the ventricle lead it broke. The pulse generator was explanted and replaced.